Event description:
It was observed during the device inspection, that the flex deflectable videoscope exhibited adhesive peeling around the objective lens. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information, a correction, and the results of the legal manufacturer's final investigation. Please see updates to h3, h6 and h11. H4 has been corrected. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, the adhesive around the objective lens was peeling most likely as a result of stress from use, external factors, or handling. However, a definitive root cause could not be identified. The event can be detected/prevented by following the instructions for use which state: we confirmed that the inspection method for the suggested event is described in the operation manual ¿chapter 3 preparation and inspection section 3.3 inspection of the endoscope¿. Olympus will continue to monitor field performance for this device.